Manufacturer narrative:
Upon investigation, the technician found that the head right side rail latch on the device was gummed up which caused the side rail on the device to be unable to latch. He believes the most likely cause of this is spilled liquid on the side rail which contaminated the side rail latch. When the liquid dried, it caused the latch to become sticky and prevented the side rail from latching. Per the hill-rom service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the side rail for proper latching. When the side rail is latched, an audible click should be heard. Gently pull on the side rail to make sure it is latched properly. If latching is difficult, make sure that the latch is clean and inspect for obstructions. If wear is found, replace the latch components. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician cleaned and lubricated the head right side rail latching mechanism to resolve the issue. Based on this info, no further action is required.

Event description:
The technician reported the head right side rail would not latch. The bed was located in the bed shop at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).